Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01566 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® k3 edta / aprotinin tube received out of date range. The following information was provided by the initial reporter. The customer stated: customer received pcn 361017 dlc (B)(6) 2023 out of date whereas on bd ben pcn 361017 lot 3146521 dlc (B)(6) 2024.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k3 edta / aprotinin tube received out of date range. The following information was provided by the initial reporter. The customer stated: customer received pcn 361017 dlc 31/08/23 out of date whereas on bd ben pcn 361017 lot 3146521 dlc 31/05/2024.